Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed for motor errors. 4 motor errors has occurred within the last 4 months. Advised to discontinue usage of the insulin pump. Insulin pump was out of warranty. Advised to contact the hospital for replacement. Nothing further reported.